Event description:
It was reported that the patient experienced unspecified reason with a male sling system. A new ams 800 artificial urinary sphincter was implanted. Additional information received stated that the patient incontinence returned and he wanted aus device.